Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was cutting the gallbladder out of a patient and the scissors were extremely dull. Allegedly, the doctor had to keep cutting until the scissors finally did the job. It was further reported, that the procedure was pro-longed around ten minutes, because of the dull scissors not being able to cut effectively. There was not adverse consequences to the patient reported at this time. The scissors were never used or repaired before, and they were not exposed to any adverse environmental conditions.

Manufacturer narrative:
Additional information will be provided once investigation is completed.